Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Device code corrected. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported the device was opened but not used. According to the pre-implant interrogation, the device battery voltage had dropped to 2.7v. A new device was used. No patient involvement was reported.

Event description:
It was reported the device was opened but not used. According to the pre-implant interrogation, the device battery voltage had dropped to 2.7v. A new device was used. No patient involvement was reported.